Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The third-party service agent evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the system pcb assembly and observed intermittent internal short on the printed circuit board. The root cause was determined to be due to physical sagging/deformation of the pcb material causing intermittent shorts in the layers of the pcb.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on. There was no patient use associated with the reported event.